Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and the exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to a cut. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to kinking/buckling. There was blood on the proximal and distal conductors of the lead and it was not obstructed. The distal lv (left ventricular) electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut and the outer insulation of the lead was extrinsically breached due to a tear. The overlay tubing of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to melting, the overlay tubing of the lead was observed to have blood ingression, visual summary analysis of the lead indicated apparent explant damage, analyst commented the lead was returned with severe explant damage. Concomitant products: 5076-45 implantable pacing lead implanted: (B)(6) 2004, d224drg implantable cardioverter defibrillator (ICD)  implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that there was poor sensing and high threshold on the right atrial lead. During the extraction of the atrial lead, the right ventricular (rv) lead insulation and superior vena cava (svc) coil were compromised. Both lead were explanted and replaced. No patient complications have been reported as a result of this event.